Event description:
The distal tip of spex lp 35, 135cm dislodged from the catheter body inside the sub-intimal space.

Manufacturer narrative:
There was no adverse clinical impact or adverse consequence to the patient as a result of the tip separation. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The device was examined under microscopic magnification and a complete separation of the tip from the outer catheter was present. No medical images or medical records have been made available to the manufacturer. The initial investigation confirmed tip separation. However, the investigation to determine root cause is on-going.